Event description:
Reportable based on analysis performed 06/15/2006. It was reported that upon removing an ultra-thin sds. Balloon catheter product from the outer shipping box, the outer packaging on the product itself was torn. The product was no longer sterile. The device had no contact with the pt.

Manufacturer narrative:
Device analysis confirmed a tear measuring approx 3 cm in length was noted on the front of the package. The tear appeared to have penetrated through to the inner pouch and the device was exposed. The exact cause as to how the package got torn is unk. Visual examination of the device could find no issues. No further corrective action is planned at this time. We will continue to monitor for this type of complaint to ensure that there is no compromise to product quality. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. We are unable to confirm the root cause of the tear noted on the front of the package.